Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 550:320:654:0000. According to the service technician this event failed to produce an audible sound. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 was discovered and confirmed by baxter personnel. The root cause could not be identified. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.